Manufacturer narrative:
There are multiple patients. All known information is provided in the journal article. There are multiple unknown dates of event. This report is for an unknown opal straight-cage. Part and lot numbers are unknown; UDI number is unknown. There are multiple unknown dates of implantation between march 2014 and june 2015. It is unknown if or when devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: choi, w., kim, j., hur, j and seong, j (2018), minimally invasive lumbar interbody fusion using banana-shaped and straight cages: radiological and clinical results from a prospective randomized clinical trial, neurosurgery, vol. 82 no. 3 pages 289-298 ((B)(6)). The objective of this prospective randomized clinical study is to compare the radiological and clinical outcomes of unilateral minimally invasive transforaminal lumbar interbody fusion (mis-tlif) using banana-shaped cage and straight-cage. Between march 2014 and june 2015, 84 patients underwent minimally invasive transforaminal lumbar fusion (mis-tlif) procedures. These patients were divided into two groups; banana-shaped cage group (competitor¿s device) consisted of 44 patients (15 male and 29 female) with a mean age of 62.9 ± 7.2 (range, 53-78 years), while straight cage group (unknown synthes opal) consisted of 40 patients (16 male and 24 female) with a mean age of 65.4 ± 6.2 (range 59-82 years). The clinical and radiological evaluation were done immediately after operation, at 6 and 12 months, and annually thereafter. The reported complication is associated with unknown synthes opal straight-cage: 7 patients had cage subsidence. This report is for an unknown synthes opal straight-cage. This is report 1 of 1 for (B)(4).